Manufacturer narrative:
(B)(6) 2025 - we have requested the device be returned from the consumer. To date, we have not received. (B)(6) 2025 - the FDA manufacturer number was mistakenly entered for the initial submission. Re-submitted the supplemental emdr with the correct FDA manufacturer number. The previous manufacturer report number was 1222301-2025-00004. The initial MDR was submitted via the older esg system and will be resubmitting via the new esg system as an initial report.

Event description:
(B)(6) 2025 - the consumer claims the unit is extremely hot and burnt her skin. The consumers hand became red. Medical attention was not received.